Event description:
It was reported that during a stent procedure, the tip of the stent delivery system (sds) separated, just after being backloaded onto the guide wire and just prior to insertion through the "rhv". Reportedly, there was no patient involvement with this device.